Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of interlink solution sets would not flow during infusion. The reporter stated that utilizing an unspecified infusion pump with the set ¿results in collapse of the lumen of the tubing and collapsing of the drip chamber.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.